Manufacturer narrative:
No evaluation was performed as the impella cp and data logs were not returned by the customer. Should these items be received ,a supplemental medwatch report will be submitted, thereafter.

Event description:
The complainant reported a (B)(6) african-american male presenting with cardiomyopathy. Impella cp was placed without any reported issues. Attempted weaning of device was not tolerated by patient and hemoglobin levels decreased. It was reported that access site bleeding was present and could have also contributed to the decrease in hemoglobin levels. As treatment, 1 unit of blood products were administered.